Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced ineffective therapy/inadequate coverage. X-ray result confirmed both the leads had migrated following multiple recent falls. Additionally, patient had pain at the ipg site. As such, surgical intervention took place on (B)(6) 2026 wherein the leads were explanted and replaced. The ipg pocket was made slightly deeper to address the pocket site pain. Reportedly, therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.